Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs sys, including a surgical lead, on (B)(6) 2006. It was reported the pt is suddenly feeling stimulation in his stomach and no longer feels any stimulation in his legs. The pt is working with his physician to determine the next course of action. At this time, the physician has indicated he would like to attempt to reprogram the scs sys. No further pt complications were reported as a result of this event.